Event description:
On (B) (6) 2010, patient's nurse from the hospital reported pt had a 500 mg/dl blood glucose reading on (B) (6) 2010 and called her doctor. Nurse reported the doctor asked the pt to go to the emergency room (ER). Nurse reported pt was treated with a 3 liter bolus and an IV; were able to bring her blood glucose back down to normal. Nurse stated pt's current blood glucose was 137 mg/dl. Submitted request for additional training. On call back, pt reported the hospital requested her to call and she stated "I know it is not the pump." Patient reported her blood glucose reading when she entered the hospital was 525 mg/dl. She stated the infusion device gave no alerts or error. Pt reported when she contacted her doctor, he asked her to make sure insulin was flowing so she disconnected from her infusion site, placed the infusion device in stop mode, and primed 11 units of insulin; insulin did flow. Pt reported she then connected back to her infusion site. Pt states she ate 2 pieces of pizza on (B) (6) 2010 and she bolused. She states she thought she may have bolused more than she thought she needed, making her possibly go low instead of high. She has eaten pizza before and has not faced a spike like this. Pt reported she is congested. Troubleshooting did not find any product issues. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.